Event description:
The medical affairs specialist attempted unsuccessfully to speak to the pt for more clinical information. A letter has been sent as a second attempt to reach the pt. The pt contacted lifescan (lfs) in 2005 alleging high readings on the lfs meter. The pt received a 380 mg/dl and was unable/unwilling to verify if the pt experienced any symptoms at the time of testing. The pt took insulin after attempting to use the meter. There is no information on how soon aftertesting that the pt contacted emergency services and was treated with an IV. There is no information on what the reading was on the emt's meter and whether the pt was taken to the hospital. The technique of applying blood on the test strip was corrected. The test strips that they had been using were opened longer than the discard date. Using expired test strips can lead to false blood glucose readings. The pt was unable/unwilling to verify the unit of measurement (uom) and whether the test strip vial was cracked or broken. Customer services sent the pt a new ultra meter.